Manufacturer narrative:
(B)(4).

Event description:
Additional information was received regarding this case. The patient was recovering well; however, the patient complained of stomach ache. A CT revealed enlarged aneurysm due to the unresolved type ia endoleak. An open conversion was performed. The physician clamped the proximal side of the endurant graft. Vessel prosthesis was sutured to the aorta leaving 3 stent length from proximal top of the endurant within the vessel. The common iliac arteries were replaced with ygraft. During conversion hemostasis took time but the patient remained stable. Conversion was successful but the patient had poor breathing and was put in ICU to monitor breathing. No malfunction of the endurant devices were noted.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 60x58mm in diameter abdominal aortic aneurysm. The proximal neck was 17-18 mm in diameter and 22 mm in length. The left common iliac artery was 18-19 mm in diameter and the right common iliac artery was 23-25 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 7.5-8 mm in diameter. The neck angle was greater than 90 degrees. It was reported that during the index procedure, a slight amount of endoleak was identified at the greater curvature. The physician stated that it could possibly be a type IV endoleak, but also may be a possible proximal type I endoleak. Then, additional treatment was considered. However, the patient had impaired lung function and the procedure was completed. A CT will be carried out at a later date and additional treatment will be considered if endoleak remains. The patient was recovering well; however, the patient complained of stomach ache. A CT revealed enlarged aneurysm due to the unresolved type ia endoleak. The physician stated that the cause of the proximal type I endoleak was due to the patient¿s aortic neck angulation. No clinical sequelae were reported and the patient is being monitored.